Manufacturer narrative:
Country: (B)(4).

Event description:
The patient reported through a manufacturer representative that communication with their implantable neurostimulator (ins) was not possible with a patient programmer, recharger, or physician programmer. It was noted the patient had stopped the ins therapy since 2013 at the instruction of their physician and that the patient had stopped taking care of the system until the time of report; the patient's neurologist asked to start the therapy again at the time of report. Though the ins remained implanted and out of service at the time of report, the device was to be replaced in the future as a result of the issue. No surgical interventions had occurred at the time of report and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.